Event description:
End-user reported that they are experiencing blockages in two of their pen needles they have used previously.

Manufacturer narrative:
Retained lot testing conducted to lot # 51592. No clogging abnormalities were detected.

Event description:
End-user reported that they are experiencing blockages in two of their pen needles they have used previously.